Event description:
It was reported that on (B)(6) 2025, the patient underwent a tha for hip osteoarthritis using the product in question. The tha was performed on both sides simultaneously. The surgery was completed successfully without any surgical delay. After the surgery, an abnormality in the left hip joint was detected during a routine check-up, and MRI confirmed liner damage (left hip joint). The surgeon commented that the damage is highly likely due to improper implant placement. No further information is available.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.